Event description:
Customer reported moisture exposure to his insulin pump. The customer stated he had fallen off his boat while he was wearing his insulin pump. The customer stated the buttons were not responding on his insulin pump. He also reported receiving a button error alarm. Customer's blood glucose was 340 mg/dl. The customer has treated his blood glucose with an injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Functional testing could not be completed due to unresponsive keypad. The keypad was unresponsive due to corroded keypad traces. No moisture damage was found inside the insulin pump. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).